Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information. Potential causes of sore muscles are incorrect programming parameters, off-label use, and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The clinical representative reported the patient was reprogrammed in the right leg due to sore muscles (b lead stimulation reduced). No additional information was provided.